Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device has not been returned for evaluation. However, according to logs and blower check, the blower isn´t working anymore and has no speed. Alarm 241-temperature of blower high error was also found about a month prior to the reported issue. No root cause has been determined at this time, but it seems to be the classic moog blower is causing the issue. Advised the customer to replace the moog blower with a known good moog blower to check if it is either the blower or the mainboard. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista1000 giving alarm 401 - inspiration valve or device leak prior patient use. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
"Device evaluation update: g3, g6, h2, h6 and h10. Results of investigation: the suspect device was not returned to vyaire medical for evaluation. Vyaire medical was unable to establish the exact root cause. Most likely the issue is due to lack of soft-start algorithm in software v6.0.1400.0 that caused damage on the blower driving hardware of the mainboard due to a too high resulting current needed to overcome actual inertia torque of the blower rotor."